Event description:
It was reported when using the bd pyxis medstation es system drawer failed, preventing user from accessing the required medication and causing delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to missing magnet on insep. The field service engineer replaced the insep to resolve the issue. The system functioned as intended after being troubleshot by the field service engineer

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failure was due to missing magnet. A field service engineer replaced inseparable magnet to resolve. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue found by the field service technician while on site.

Event description:
It was reported when using the bd pyxis medstation es system drawer failed, preventing user from accessing the required medication and causing delay in patient care. There were no adverse events or injuries reported based on this event.